Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported that the unit has a speaker malfunction, already replaced speaker. There was no reported patient impact.